Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head # item 00801802803 lot 63334254, unknown cup, unknown stem. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to dislocation that occurred between acetabular liner and femoral head. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of x-rays provided. X-rays were received and the review stated that there was superior and posterior dislocation of a left total hip arthroplasty. Linear lucency along the lateral cortex of the proximal femoral diaphysis could represent a fracture. No signs of loosening, wear, and radiolucency. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information regarding the event is available at the time of this report.